Event description:
Pt underwent a cardiac catheterization. Vasoseal (vascular hemostasis device) was used/deployed directly to the surface of the rt femoral artery. This was done for hemostasis to seal the artery puncture. The next day, pt developed cramping of rt foot and no pulses were palpable. An emrgent angiogram was done revealing acute occlusion. Pt had surgery (thrombectomy/embolectomy) & normal flow was restored. The vasoseal plug was identified and extracted during surgery. The MFR, datascope was notified on 4/7/2000.